Event description:
It was reported that this lead was part of a system revision due to infection. The pocket area swelled during hospitalization and an infection was suspected. There were no additional adverse patient effects reported. The lead was explanted.